Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: 2015-(B)(6), product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly. Interrogation of the pump determined it was used to infuse dilaudid, clonidine, bupivacaine and baclofen.

Event description:
It was reported that the patient was not receiving effective therapy and after a dye study showed catheter was patent, the physician believed the pump was faulty. No motor stalls on the logs were reported. The actions required as a result of the event included a replacement. The cause of the event was not determined. The patient status at the time of report was alive ¿ no injury. The patient experienced underdose symptoms. The location of issue or symptom was unknown. The event was not due to programming or drug effects. At the time of report, the patient was doing well. The pump was used to infuse fentanyl.